Event description:
A report was received from health canada's canada vigilance program which states, "started patient on a remifentanil infusion. The concentration was 5mg in 100 ml at 0.1 mcg/kg/min (11.2 cc/hr as per patient's body weight). All of a sudden, patient's nibp read map 55 only- no other numbers. Nibp repeated and sbp in mid 50s- 60s. Propofol turned off, levophed increased to 20 mcg/min. Primary rn noted that remifentanil bag was all of a sudden completely empty within 10 minutes of being started. Pump checked for correct programming with 2 other rns and everything was programmed correctly. Dr called to let her know of event and in to assess patient immediately. Mdmi notified of alaris pump failure. Patient remained fully ventilated on volume control mode."

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
A report was received from health canada's canada vigilance program which states, "started patient on a remifentanil infusion. The concentration was 5mg in 100 ml at 0.1 mcg/kg/min (11.2 cc/hr as per patient's body weight). All of a sudden, patient's nibp read map 55 only- no other numbers. Nibp repeated and sbp in mid 50s- 60s. Propofol turned off, levophed increased to 20 mcg/min. Primary rn noted that remifentanil bag was all of a sudden completely empty within 10 minutes of being started. Pump checked for correct programming with 2 other rns and everything was programmed correctly. Dr called to let her know of event and in to assess patient immediately. Mdmi notified of alaris pump failure. Patient remained fully ventilated on volume control mode"